Manufacturer narrative:
The technician investigated and found the bed scale had not been zeroed, user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the bed scale to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported that the account stated the bed exit alarm was not functioning. The bed was located in storage at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).